Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial femoral artery. The 100% stenosed, 160mm in length, 6.00mm in diameter, eccentric target lesion being treated was located in the moderately calcified unspecified vessel. The 7.0mmx15mmx150cm express vascular sd selected; however, the physician encountered significant resistance during advancing and observed that there is a strut deformation. The procedure was completed with a different device. No complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the balloon tightly folded with the stent secured on the balloon between markerbands. The first four rows of struts on the distal end of the stent were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occured. Vascular access was obtained via the radial femoral artery. The 100% stenosed, 160mm in length, 6.00mm in diameter, eccentric target lesion being treated was located in the moderately calcified unspecified vessel. The 7.0mmx15mmx150cm express vascular sd selected; however, the physician encountered significant resistance during advancing and observed that there is a strut deformation. The procedure was completed with a different device. No complications were reported and the patient's status was stable.